Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that shaft break occurred. A 12 x 4.00mm promus elite mr drug eluting stent was selected for use but the stent could not pass the lesion due to excess friction. However, the shaft was snapped proximally inside the guide after too much force was used. The device was removed and completed the procedure with a non bsc product. There were no patient complications reported.